Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.